Event description:
The pt reported seeing drops on their clothing for several days. Upon inspecting their transfer set more closely they reportedly felt that the transfer set was possibly leaking from the red top port, near the connections. The pt has now presented with peritonitis and has been placed on antibiotics. They reportedly are doing well. The sample is available for eval.